Manufacturer narrative:
This report is being amended to reflect changes. One disassembled device was returned in which the reamer head was disassembled from the flex shaft. Damage was found along the cutting edges of the reamer. Dimensional measurements conformed to print specifications. This device is used for treatment. There was no applicable patient harm, injury, or impact. A complaint history search found that there are no additional complaints for the product lot number involved. The product print specifies that epoxy is to be applied prior to press fitting of the reamer head to the shaft. The epoxy is still present on the device, and the disassembled components are able to be reattached. It is not suspected that the product left zimmer biomet nonconforming. A definitive root cause of failure cannot be determined. This product will be monitored for any adverse complaint trends.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during an intramedullary bore, the diameter reamer disconnected at its end. The golden distal end remained on the guide rod.

Manufacturer narrative:
This report will be amended when our investigation is complete.